Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported as patient got very constipated and could not pass stool so had to go to clinic and had it dough out. The stool was there so long that so they got a bad bladder infection and they gave me an antibiotic shot and it cleared up the infection in two days.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated that she needed to up the frequency of stimulation to bladder as a circumstance that led to the urgency symptoms and urinary infection.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they had a bladder infection. It was noted the bladder infection was confirmed. The patient noted they had increased frequency on (B)(6). The patient noted the bladder infection started on (B)(6) and she was on antibiotics for the bladder infection. The patient noted she was having a lot more frequency and stated this started on (B)(6). The patient reported no falls or traumas and stated she did not feel stimulation. The patient synchronized while on the call and stated her stimulation was on and she was on program 2 at 3.0 v, and increased to 3.2 and felt comfortable stimulation. The patient planned to try that setting. The patient noted she was on oral antibiotics. The indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.